Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to loss of capture. The patient will be brought in clinic for further testing and programming changes. No further information is available at this time.